Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was not confirmed. No further action will be taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an overpressure alarm. There was no reported patient involvement.